Manufacturer narrative:
A ge oec svc rep investigated the issue and isolated the malfunction to a defective high voltage cable that was replaced. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 system would not fluoro after boot-up.